Event description:
Customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine's leds were not functioning on the keypad. No injury or reaction noted.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine's leds were not functioning on the keypad. No injury or reaction noted. Evaluation confirmed the reported problem. Issue was the result of a major saline spill. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).